Event description:
It was reported by a user that an anomaly was observed with eclipse's dose display. The dose distribution will not clear after dose relevant changes without recalculation.

Manufacturer narrative:
The reported issue has been reproduced in-house. The investigation revealed a software anomaly, which in certain cases, a user may edit mlc field(s) positions after treatment plan calculation and the dose distribution display will not be cleared or updated when edited. This occurs when the user has created two or more mlc fields using the "fit and shield" technique, and the user manually edits mlc leaf positions in any field but the first one created. The result is a mismatch between the displayed dose distribution and the dose which would be delivered through the changed mlc apertures. The dose difference arising from the anomaly could be over-exposing portions of critical structures with the total dose from the field modified or could under-expose portion of the target by the total dose of the modified field. The dose effect is simply caused by the reduction or increase in shielded areas which delivers the whole field dose to an unwanted area or completely blocks an intended area to be exposed. No pt injury occurred in this case. However, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Further actions will be addressed in varian's CAPA process. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of (B) (4). No follow-up reports are anticipated.